Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2010 inr = 1.8; (B)(6) 2010 inr = 1.0, 3.1. Nurse did not realize you cannot move the meter; it must remain on stable surface. Pt has end-stage congenital dyserythropoietic anemia (cda), history of a fibrillation, cad with multiple stents. Not on heparin/lovenox, no antibiotics. Coumadin regimen is 6 mg/d 3x/wk and 4 mg/d 4x/wk. Targeted range is "greater than 2.0." The meter and strips are passed around among the traveling nurses so, customer suspects the strips may have been compromised due to heat. Customer will try fresh strips from lab cabinet.

Manufacturer narrative:
Investigation pending.